Event description:
During evaluation of a returned spectrum iq infusion pump, the device experienced a close door alarm at power up. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection as well as functional testing was performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. During evaluation, the device experienced a close door alarm at power up. The cause was determined to be the door hooks out of adjustment. The door hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.